Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified tibio-peroneal trunk. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at second inflation at 12 atmospheres within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition after the procedure.